Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had problems with the volumes. Although requested, information regarding the area of use of the ventilator, patient outcome and intervention on the behalf of a patient, if any, has not been provided.